Manufacturer narrative:
Concomitant medical products: 693565, lead, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no atrial capture at high output, high thresholds and high impedance. The ra lead was electively capped and replaced. No patient complications have been reported as a result of this event.